Event description:
It was reported that during a procedure the radiofrequency multigen was not reading temperature or impedence. The case was cancelled after the patient had been prepped. There were no adverse consequences or medical intervention.

Manufacturer narrative:
Device not returned by customer.

Event description:
It was reported that during a procedure the radiofrequency multigen was not reading temperature or impedence. The case was cancelled after the patient had been prepped. There were no adverse consequences or medical intervention.